Manufacturer narrative:
The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res # 90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported battery event.

Event description:
The patient reported the pdm (personal diabetes manager) battery is swollen. No impact to the blood glucose levels reported. Medical treatment was not required for the battery event. If additional information is received, a supplemental report will be submitted.